Manufacturer narrative:
Sections with additional information as of 26-mar-2021: h3: device evaluated by manufacturer: yes. H10: meter and test strips were returned for evaluation. Product testing was performed, and no defect found. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer twice in follow-up calls to ensure the initial concern is resolved. Unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 59 and 49 mg/dl. Customer also stated the meter results obtained were lower than the results obtained from her previous meter; actual meter to meter comparison results were not provided. The customer¿s expected fasting blood glucose test result range is 60-180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 133 mg/dl and 136 mg/dl using the meter. The product is stored according to specification (living room) and test strips were opened week of call. The meter memory was reviewed for previous test result history: (B)(6).